Event description:
The customer reported that there is a camera head problem. The field service engineer (fse) identified confirmed a possible electrical issue as the front panel leds were not turning on. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus; however, the olympus field service engineer' evaluation confirmed the customer's allegation. The device evaluation found the video connector is damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. A definitive root cause cannot be identified. The instructions for use provides the following: - before using the product, be sure to make the preparations and inspections described below. Also, inspect the related equipment used in combination with this product in accordance with their "electronic attachments" and "instruction manuals". If any abnormality is suspected upon inspection, take action according to "when an abnormality occurs". If the product is found to be clearly malfunctioning, do not use it and send it for repair in accordance with "when to send this product for repair". Olympus will continue to monitor the field performance of this device.